Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that 29mm porcine mitral valve is failing due to unknown reasons after an implant duration of 15 years. No other information was provided.

Event description:
It was reported that porcine mitral valve was disabled due to severe mr with thickened and calcified leaflets after an implant duration of 15 years. Intraoperatively, the patient experienced cardiac deterioration culminating in pea cardiac arrest. CPR and acls were performed with intervening rosc (total arrest 20 minutes). During this time, a 40cc iabp was placed via the right femoral artery. Tee demonstrated significant al and mr. An edwards transcatheter valve was then prepped and brought across the mitral surgical prosthesis and deployed. There was mild residual mr. There was no significant gradient. Tte performed on pod #1 showed trivial valvular regurgitation and no perivalvular regurgitation. Mean gradient was 1.9mmhg.

Manufacturer narrative:
Updated section describe event or problem per additional information received.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve failure was due to severe insufficiency with thickened and calcified leaflets. After an implant duration of 15 years.

Manufacturer narrative:
It was reported that 29mm porcine mitral valve was disabled via a valve in valve procedure due severe insufficiency with thickened and calcified leaflets after an implant duration of 15 years. A 29mm sapien 3 valve implanted.